Event description:
3.0 french PICC 60 cm upon attempted removal, catheter pulled out easily until approx the last 5 cm. At this point catheter completely resistant to removal. Cut down performed to remove catheter. Catheter had a knot near the tip.